Event description:
A surgeon reported that a corneal burn occurred during a phacoemulsification surgery. The corneal burn occurred at the pre-phaco phase. As a result of the corneal burn there was shallowing/collapsing of the anterior chamber, iris damage and iris prolapse. Per surgeon, the phaco handpiece acted very weird, it repeatedly indicated occlusion upon sucking up the cortex. The occlusion sound was noted and lasted few seconds. The corneal burn was closed with two sutures and the patient is being monitored. In surgeon's opinion the ophthalmic viscosurgical device (ovd) and the handpiece caused/contributed to the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the viscoelastic. The report for the phaco system was filed under manufacturer report number 2028159-2013-02260.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).